Event description:
The user stated they have had several patient plasma samples with initial d-dimer results of less than 0.0 ug per ml. The user pulled random patient samples and sent them to a reference lab for comparison testing. Of the nine patient sample results provided, seven were discrepant. All results are in ug per ml. The samples were in bd sodium citrate blue top tubes. Sample 1 initial result was 3.89, repeat result was 2.86. Sample 2 initial result was 0.36, repeat result was 0.70. Sample 3 initial result was 0.36, repeat result was 0.70. Sample 4 initial result was 0.16, was 0.30, repeat result was 0.23. Sample 5 initial result was less than 0.0, repeat result was 0.23. Sample 6 initial result was 3.89, repeat result repeat result was 0.34. On (B)(6) 2009, sample 7 initial result was 3.98, repeat result was 2.296. On 11-6-09, sample 7 initial result was 3.98, repeat result was 3.058. Was 3.058. None of the initial results were reported as these sample did not have orders for d-dimer, but were only run for correlation. On follow up, the user stated "the problem is corrected at this time and on follow up, the user stated she is not sure exactly what corrected it."

Event description:
The user stated they have had several pt plasma samples with initial d-dimer results of less than 0.0 ug per ml. The user pulled random pt samples and sent them to a reference lab for comparison testing. Of the 9 pt sample results provided, seven were discrepant. All results are in ug per ml. The samples were in bd sodium citrate blue top tubes. Sample 1 initial result was 3.89, repeat result was 2.86. Sample 2 initial result was 0.36, repeat result was 0.70. Sample 3 initial result was 0.30, repeat result was 0.23. Sample 4 initial result was 0.16, repeat result was 0.23. Sample 5 initial result was less than 0.0, repeat result was 0.34. Sample 6 initial result was 3.89, repeat result was 2.296. On (B) (6) 2009, sample 7 initial result was 3.98, repeat result was 3.058. None of the initial results were reported as these samples did not have orders for d-dimer, but were only run for correlation. On f/u, the user stated, "the problem is corrected at this time and she is not sure exactly what corrected it."

Manufacturer narrative:
The investigation could not establish a root cause. The issue was solved after troubleshooting at the site and no further similar events have been observed. No adverse events were reported.